Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner reported additional history included spastic quadriparesis. The patient had no concomitant medications. Initially, the patient had good tone control; however, the patient then required escalating doses out of purportic to effect.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient was receiving 2,000 mcg/ml lioresal baclofen at the time of the event. The explanted pump was to be returned to the manufacturer for analysis. The patient experienced baclofen withdrawal symptoms. The patient was non-ambulatory. As a diagnostics, a side port tap was performed and a dye study test in (B)(6) 2017 was performed as they were trying to diagnose the issue. The catheter was believed to be patent so the pump was replaced on (B)(6) 2017. The issue was resolved at the time of this report. The patient was thought to be in baclofen withdrawal. A dye test was performed on the pump and because this test seemed to prove the catheter was patent, it was believed that the problem with was the pump. There were no alarms that were present.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported that the patient was having a revision being done in (B)(6). The representative stated the patient was ¿like a loose noodle¿ a while back, so they were reducing the patient¿s orals and titrating the dose up by 10%, but they were not seeing any results from it. The representative stated that they did a catheter access port (cap) study and were able to aspirate. The representative stated they put dye in the catheter and could not see any leakage or fractures. There were also no refill discrepancies or alarms. The representative stated that they did a dye study within the pump, and nothing was coming out of the pump, but the patient did not know what kind of bolus they programmed. The change in therapy/symptoms was considered gradual. The onset of the event was reported to have been around the end of (B)(6) in 2016. No further patient complications were reported.

Manufacturer narrative:
Was updated to reflect the correct year of 2017, not 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported indium dye did not advance when they did the dye study within the pump. The hcp reported the cause of the issue was due to pump malfunction. The pump was exchanged on (B)(6) 2017. The resolution of the issue was pending.